Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, six minutes into the ablation phase, the sheath became separated from the scope adapter. A "fluid loss" alarm error message occurred and a leak from the sheath was observed. The procedure was aborted. No physical damage was noted to the sheath or scope adapter. No cervical leak and no burn occurred during the procedure. There were no further complications reported as a result of this event. The patient condition is reported to be "fine."

Event description:
A genesys hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure performed on (B)(6), 2012. According to the complainant, six minutes into the ablation phase, the sheath became separated from the scope adapter. A "fluid loss" alarm error message occurred and a leak from the sheath was observed. The procedure was aborted. No physical damage was noted to the sheath or scope adapter. No cervical leak and no burn occurred during the procedure. There were no further complications reported as a result of this event. The patient condition is reported to be "fine."

Manufacturer narrative:
Although expected, the device at issue in this complaint has not yet been received for evaluation. Therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Manufacturer narrative:
The suspect genesys hta procedure set was returned and evaluated. Analysis of the returned sheath observed leaking from the seam at the proximal end of the sheath. Further inspection revealed that the back hub that threads onto the sheath adapter was easily removed from the sheath body. Further engineering analysis was performed on the sheath and no evidence of a manufacturing defect was found. A DHR review was performed and did not yield any manufacturing related issues which would contribute to this event. Additionally, although the measurement of the patient's cavity is not specifically noted, the cautions section of the genesys hta system user¿s manual states that the safety and effectiveness of the genesys hta system has not been evaluated in patients with a large uterine cavity (> 10.5 cm). In this case, the physician may have had to maneuver the sheath in order to reach the entire cavity. A review of the available information indicates that the product met design & manufacturing specifications but likely due to anatomical/procedural factors encountered during the procedure, the device performance was limited. The root cause of the event is operational context.